Event description:
It was reported that the programmer had a broken screen. It was also requested that the programmer be updated with the latest version of software and that it receive its test and calibration. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radio frequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary 2067l: the radio frequency programmer head was returned and analysis found that its uplink amplitude was out of specification. (B)(4).